Manufacturer narrative:
Date of event: the event occurred from (B)(6) 2022 ¿ (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black particulate matter was observed in thirty-eight 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: may 26, 2022 - may 27, 2022. H10: thirty-eight (38) actual samples were received for evaluation. Visual inspection along with magnification with the fill port caps removed observed particulate matter inside the fill port interior wall of two (2) samples only. The reported condition was verified in two (2) samples only and no particulate matter was verified in the other thirty-six (36) samples. The cause of the particulate matter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.